Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 436 mg/dl. It was stated that the customer changed the infusion set prior to the hospitalization but the high blood glucose continued. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available to perform the high pressure test.